Event description:
The user facility reported that the guidewire was sheared during a procedure. Follow-up communication confirmed: difficulty was encountered during advancement of the wire through the needle into the common iliac artery; resistance was again encountered at the needle hub during attempts to manipulate the wire manually; the wire was then retracted through the needle; subsequently, the distal end of the wire was noted to be "shearing"; angiography under high magnification confirmed that the detached wire was retained in the superficial tissues; the device was "clipped" and "small" portion of the detached material was left un-retrieved in the superficial tissue; it was confirmed that "no part of the wire was retained within the vessel lumen or wall"; and the patient tolerated the procedure well and is in "stable" condition.

Manufacturer narrative:
Based on the user facility information, nonresorbable material was left unretrieved in the patient's body results - evaluation of returned sample and user facility information; testing of reserve samples. Conclusions - evaluation of returned sample and user facility information; testing of reserve samples the involved device was returned and evaluated. Examination confirmed: the coil wire had been stretched causing it to unravel along the distal portion of the device; and the distal tip of the device appeared to be sheared off. Examination and testing of reserve samples confirmed no evidence of abnormalities or defects and performance specifications for resistance to fracture were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the return sample are consistent with damage to the guide wire tip due to advancement into the superficial tissue, subsequently causing the device to shear as it was removed through the entry needle. The potential for such an event is addressed in the instructions-for-use. The IFU states: "when using a metal needle cannula, do not withdraw the guide wire back into the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).